Manufacturer narrative:
H3 : product analysis found that visually, there was no damage noted on the outer tube or the hubs. There were no traces of biological contamination found on the device. However, there was a blue residue found at the proximal end of the inner hub. A portion of inner assembly (with inner hub attached) was detached/broken off when returned. The broken shaft measured 0.618 inches from the distal end of the inner hub to the broken point. There were traces of striations noted at the broken point of the shaft. Functionally, the middle assembly spun freely by hand. The further functional testing could not be performed due to the broken state of the device. H6 : codes updated. Previously applied codes fdm b21 , fdr c21 , fdc d16 and img g04041 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 : analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the case of a functional endoscopic sinus surgery, the em quadcut 4.3mm, started "vibrating quite blatantly." The connection was reseated and lowered the speed without resolution. Site tried a new instrument and worked as designed. There was a procedural delay of less than one hour and no patient impact.